Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report a time clock anomaly on the insulin pump. Customer's blood glucose reading was 74 mg/dl. Customer stated that the dates and time were incorrect in the bolus history. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.